Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/apr/2024.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued: e1- facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.